Event description:
A customer complains of qc shifts with troponin I (ctni) with lot rd23461 of dimension(r) chemistry wash. It is unknown if patient results were reported to the physicians while qc was out of lab range. It is unknown if patient treatment was altered or prescribed while qc results were out of range. There was no report of adverse health consequences as a result of the shifts in ctni results.

Manufacturer narrative:
Siemens healthcare diagnostics has confirmed complaints of dimension(r) chemistry wash causing qc and patient sample result shifts. Internal investigation has confirmed shifts can be encountered in two scenarios: when an affected lot of chemistry wash is placed on the instrument following an unaffected lot, a negative bias will be seen on ctni, ltni, tsh, pbnp and lpbn. A positive bias will be seen on ft4. If any of these assays are calibrated using an affected lot of chemistry wash, qc should return within range; but when a subsequent unaffected chemistry wash lot is placed into use, a positive bias will be seen on ctni, ltni, tsh, pbnp and lpbn. A negative bias will be seen on ft4. Siemens healthcare diagnostics inc. Issued an urgent medical device correction letter, (B)(4), in may 2013. The letter stated that siemens has confirmed that changing the chemistry wash lot can cause qc and patient sample result shifts. The letter directed customers to discontinue use and discard remaining inventory of the following lots of chemistry wash: rd23031, rd23111, rd23241, rd23311, rd23391, and rd23461. The letter advised customers to ensure ctni, ltni, tsh, ft4, pbnp and/or lpbn assays have been calibrated using an unaffected lot of chemistry wash.